Event description:
Information received indicates the caster will swivel with the brake locked.

Manufacturer narrative:
The technician found the caster was broken at the rod opening. The technician replaced and adjusted the caster to repair the bed.